Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Batch # n5408c. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a subtotal gastrectomy procedure, when manipulating the stapler to make the shot, it was not held in place. The locking knob was rotated without tampering. When the shot was made, the staples did not fix the fabric but cut it. Therefore, the surgeon had to cut the tissue with the wand and perform the anastomosis with manual suture. The surgeon sectioned the tissue with the bladder, and performed the anastomosis with manual suture. It is not clear if there were any consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n5408c. The analysis results found that the cdh21a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.